Event description:
It was reported that a small abrasion was observed during a routine generator change-out. The physician elected to leave the lead implanted since impedance, threshold, and sensing were all within normal parameters. The patient will be monitored remotely. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.